Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad required multiple hard presses to elicit a response. The reporter noted that all of the keypad button symbols were starting to wear off. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling was observed. Evaluation revealed that the contrast keypad button was intermittently unresponsive; the up arrow, down arrow and ok buttons responded appropriately and were functional. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. The up arrow, down arrow and ok keypad symbols were found to be worn.